Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had received no delivery alarms. Customer stated that he had four no delivery alarms. One alarm was received in the last 7 days and the other alarms were received around (B)(6) 2015. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer has changed his set and reservoir on several occasions. Customer stated that the alarm occurs when he tries to fill the reservoir and the cannula. Customer has changed the set and kept the same reservoir. No further assistance needed.